Event description:
International affiliate reports that during insertion when the catheter was pulled from the touhy needle, a portion of the catheter was torn and left in the spinal marrow space. It was reported that there were no adverse consequences to the patient.